Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Event description:
The account stated (B)(6) generated a falsely elevated creatinine of 509.2 umol/l that repeated 51.0, 51.3 umol/l when processed on the architect c16000 analyzer. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
The customer noticed the sample probe was damaged and replaced the sample probe. The abbott field service representative (fsr) was later dispatched to troubleshoot the issue further. The fsr replaced the high concentration peristaltic tubing for troubleshooting. The fsr noted that the evacuation of the cuvettes was improved. There have been no additional discrepant results reported on architect c16000 analyzer. A review of instrument service history revealed no additional occurrences of this issue (erratic / discrepant results) nor did it identify any additional service or complaint issues that may have contributed to this issue. A review of the calculated erratic rates for the architect c4000, c8000, and the c16000 systems were all below the upper control limit. A review of historical data for the parts associated with this complaint revealed no systemic issue or adverse trends associated with the peristaltic pump tubing and sample probe or the issue described in this complaint (erratic / discrepant results). The architect system operations manual and the architect service and support manual, provides adequate information, troubleshooting, and maintenance concerning erratic/ discrepant results. Based on the available information, a deficiency of the system was not identified. There is no evidence to reasonably suggest a malfunction occurred for the replaced parts on the architect c16000 analyzer. The issue was resolved by the customer and the field service representative through standard troubleshooting procedures which includes replacing the sample probe and / or the peristaltic pump tubing.